Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1101) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / severe pain/pain") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 816063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included abortion (1). Concurrent conditions included morbid obesity, colposcopy, lsil, endometritis, discomfort, biopsy ( (B)(6)2015.), nonspecific abnormal papanicolaou smear of cervix, mood swings, menstrual disorder, body mass index abnormal, endosalpingiosis, pap smear abnormal and vaginal discharge. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, 2 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight loss/ weight gain: weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). In august 2011, the patient experienced anxiety ("anxiety") and anger ("increased anger"). In 2012, the patient experienced tooth disorder ("dental issues / dental problems"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss") and abdominal pain ("pain in abdomen"). The patient was treated with ibuprofen, paracetamol (tylenol), clonazepam (klonopin), buspirone hydrochloride (buspar) and surgery (plantiff had surgery to remove the essure implant, hysterectomy ( full ), salpingectomy .). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, abdominal distension, depression, anxiety, tooth disorder, weight increased, vaginal haemorrhage, menorrhagia, anger, migraine, headache and dysmenorrhoea outcome was unknown and the dyspareunia, alopecia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anger, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 4 trailing coils from the right tube and 6 trailing coils from the left tube at the termination of the procedure. Diagnostic results: on (B)(6)2016, surgical pathology report showed uterus, cervix, and bilateral tubes: secretory endometriurn. Serosal surface demonstrating endosalpingiosis with numerous psammomatous calcifications, unremarkable fallopian tubes. Received in formalin labeled " cervix, uterus, bilateral tubes" is a 119 gm, 7.1 cm superior-to-inferior, 4.5 cm cornu-to-cornu 4.1 cm anterior-to-posterior uterus with attached left fallopian tube and cervix. The cervix is edematous, measuring 4.5 x 1.8 cm. The ectocervical mucosa is pink-tan with focal areas of gran ularity surrounding the 2.0 cm patent cervical os. The endocervical canal measures 4.0 x 1,7 cm and is coarsely trabecular, lan. The endometrial cavity measures 5.5 x 2,5 cm. The endometrium is lush, tan arid measures up to 0.7 cm in thickness, the myometrium is finely trabecular, tan-pink and measures up to 1.8 cm in thickness. The left fallopian tube is fimbriated measuring 9.7 cm in length, 0.5 ern in diameter and has a pink-tan serosa. A silver metallic coil is identified within the lumen of the fallopian tube, grossly consistent with, an essure coil which extends to 2.5 cm from the cornu insertion site the right fallopian tube stump measures 3.5 x 0.3 cm, a silver metallic coil is identified within the lumen grossly consistent with an essure coil. A 0.3 cm area of disruption is identified 0.7 cm from the cornu insertion site and the essure coil is protruding throughthe disrupted area. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhoea, dyspareunia, abdominal distention, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc on (B)(6)2018: pfs received. Medical history added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain / severe pain/pain') and genital haemorrhage ('abnormal bleeding') in a 24-year-old female patient who had essure (batch no. 816063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included abortion (1) and enlarged tonsils. Concurrent conditions included morbid obesity, colposcopy, lsil, endometritis, discomfort, biopsy (b)(6 2015.), nonspecific abnormal papanicolaou smear of cervix, mood swings, menstrual disorder, body mass index abnormal, endosalpingiosis, pap smear abnormal and vaginal discharge. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. In 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition- type bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight loss/ weight gain: weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety"), anger ("psychological or psychiatric problems condition: increased anger"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth disorder ("dental issues / dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), abdominal pain ("pain in abdomen") and procedural pain ("still in quite bit of pain"). The patient was treated with buspirone hydrochloride (buspar), clonazepam (klonopin), ibuprofen, paracetamol (tylenol) and surgery (plaintiff had surgery to remove the essure implant, hysterectomy ( full ), salpingectomy .). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, abdominal distension, depression, anxiety, tooth disorder, weight increased, vaginal haemorrhage, menorrhagia, anger, migraine, headache, dysmenorrhoea and procedural pain outcome was unknown and the dyspareunia, alopecia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anger, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 4 trailing coils from the right tube and 6 trailing coils from the left tube at the termination of the procedure. Discrepancy noted: date of explant: (B)(6) 2016/ (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Diagnostic results: on (B)(6) 2016, surgical pathology report showed uterus, cervix, and bilateral tubes: secretory endometrium. Serosal surface demonstrating endosalpingiosis with numerous psammomatous calcifications, unremarkable fallopian tubes. Received in formalin labeled " cervix, uterus, bilateral tubes" is a 119 gm, 7.1 cm superior-to-inferior, 4.5 cm cornu-to-cornu 4.1 cm anterior-to-posterior uterus with attached left fallopian tube and cervix. The cervix is edematous, measuring 4.5 x 1.8 cm. The ectocervical mucosa is pink-tan with focal areas of gran ularity surrounding the 2.0 cm patent cervical os. The endocervical canal measures 4.0 x 1,7 cm and is coarsely trabecular, lan. The endometrial cavity measures 5.5 x 2,5 cm. The endometrium is lush, tan arid measures up to 0.7 cm in thickness, the myometrium is finely trabecular, tan-pink and measures up to 1.8 cm in thickness. The left fallopian tube is fimbriated measuring 9.7 cm in length, 0.5 ern in diameter and has a pink-tan serosa. A silver metallic coil is identified within the lumen of the fallopian tube, grossly consistent with, an essure coil which extends to 2.5 cm from the cornu insertion site the right fallopian tube stump measures 3.5 x 0.3 cm, a silver metallic coil is identified within the lumen grossly consistent with an essure coil. A 0.3 cm area of disruption is identified 0.7 cm from the cornu insertion site and the essure coil is protruding through the disrupted area. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhoea, dyspareunia, abdominal distention, pelvic pain. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s social media: post procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received. Event: still in quite bit of pain were added. Lab data, medical history were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1101) on 01-sep-2015. The most recent information was received on 10-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / severe pain/pain") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 816063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included morbid obesity, colposcopy, lsil, endometritis, discomfort, biopsy ((B)(6) 2015.), nonspecific abnormal papanicolaou smear of cervix, mood swings, menstrual disorder, body mass index, endosalpingiosis, pap smear and vaginal discharge. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and anger ("increased anger"). In 2012, the patient experienced tooth disorder ("dental issues / dental problems"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), alopecia ("hair loss") and abdominal pain ("pain in abdomen"). The patient was treated with ibuprofen, paracetamol (tylenol), clonazepam (klonopin), buspirone hydrochloride (buspar) and surgery (plantiff had surgery to remove the essure implant, hysterectomy ( full ), salpingectomy .). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, abdominal distension, depression, anxiety, tooth disorder, weight increased, vaginal haemorrhage, menorrhagia, anger, migraine, headache and dysmenorrhoea outcome was unknown and the dyspareunia, alopecia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anger, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 4 trailing coils from the right tube and 6 trailing coils from the left tube at the termination of the procedure. Diagnostic results: on (B)(6) 2016, surgical pathology report showed uterus, cervix, and bilateral tubes: secretory endometriurn. Serosal surface demonstrating endosalpingiosis with numerous psammomatous calcifications, unremarkable fallopian tubes. Received in formalin labeled " cervix, uterus, bilateral tubes" is a 119 gm, 7.1 cm superior-to-inferior, 4.5 cm cornu-to-cornu 4.1 cm anterior-to-posterior uterus with attached left fallopian tube and cervix. The cervix is edematous, measuring 4.5 x 1.8 cm. The ectocervical mucosa is pink-tan with focal areas of gran ularity surrounding the 2.0 cm patent cervical os. The endocervical canal measures 4.0 x 1,7 cm and is coarsely trabecular, lan. The endometrial cavity measures 5.5 x 2,5 cm. The endometrium is lush, tan arid measures up to 0.7 cm in thickness, the myometrium is finely trabecular, tan-pink and measures up to 1.8 cm in thickness. The left fallopian tube is fimbriated measuring 9.7 cm in length, 0.5 ern in diameter and has a pink-tan serosa. A silver metallic coil is identified within the lumen of the fallopian tube, grossly consistent with, an essure coil which extends to 2.5 cm from the cornu insertion site the right fallopian tube stump measures 3.5 x 0.3 cm, a silver metallic coil is identified within the lumen grossly consistent with an essure coil. A 0.3 cm area of disruption is identified 0.7 cm from the cornu insertion site and the essure coil is protruding through the disrupted area. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhoea, dyspareunia, abdominal distention, pelvic pain. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-may-2018: pfs received. Events added. Abnormal bleeding (vaginal ), menorrhagia , increased anger, migraines, headaches , dysmenorrhea, dyspareunia (painful sexual intercourse), hair loss, lower abdomen pain, she did not undergo essure confirmation test. Treatment medication added. On 21-may-2018: medical record recivied. Concomitant conditions are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 01-sep-2015. The most recent information was received on 18-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / severe pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues") and weight increased ("weight gain"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, abdominal distension, depression, anxiety, tooth disorder and weight increased outcome was unknown. The reporter considered abdominal distension, anxiety, depression, fatigue, genital haemorrhage, pelvic pain, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2017: case classification was updated to potential legal case and new reporter"s was added. Product start date and stop date was added and also new events "depression and anxiety, dental issues, weight gain, abnormal bleeding, severe pain" was added. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only." Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.